Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An extended investigation is pending at this time and will be performed per adc's established processes and procedures. A follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a "reporter called to submit a report about the problem he encountered when he was trying to use freestyle libre 3 sensors app with his phone. The reporter stated that his physician prescribed this device and was filled by (B)(6). He said the way it works is, the sensor that is worn on the back of the upper arm supposed to download from an app which is paired with your phone. By doing that it continuously measures your blood glucose. However, it only works with the phone operating system version 10, 11 and 12. Since his operating system is version 9, the app is not working with his phone". There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The user reported incompatible os issue. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a "reporter called to submit a report about the problem he encountered when he was trying to use freestyle libre 3 sensors app with his phone. The reporter stated that his physician prescribed this device and was filled by (B)(6). He said the way it works is, the sensor that is worn on the back of the upper arm supposed to download from an app which is paired with your phone. By doing that it continuously measures your blood glucose. However, it only works with the phone operating system version 10, 11 and 12. Since his operating system is version 9, the app is not working with his phone". There was no report of any self or third-party medical treatment reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.